Event description:
It was reported that, the patient underwent left total elbow replacement on (B)(6) 2025, following a fall (sustained a fractured left distal humerus). Patient presented approximately 2 x weeks ago to hospital with pain, increased swelling, redness in left elbow joint: malaise. Commenced on antibiotics. No improvement. Decision made to open wound and irrigate suspected prosthetic elbow joint infection. During surgery, a large collection of pus was drained from the left elbow - approx 2 litres. Multiple samples / specimens taken. Wound debrided. Copious lavage. Surgeon decided to exchange the ulnar cap implant, plus the humeral spool and locking screw. These were replaced without difficulty. Wound closed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since medical imaging of the reported event was provided. The evaluation of the provided imaging revealed the following: the postoperative x-rays provided by the reporter show marked soft tissue swelling and the presence of subcutaneous air. These findings are most consistent with a small cutaneous fistula. However, the implant remains intact and well-fixed to the bone. Based on investigation, the root cause was attributed to a patient related issue not related to the device itself. The event was caused by a postoperative periprosthetic joint infection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that, the patient underwent left total elbow replacement on (B)(6) 2025, following a fall (sustained a fractured left distal humerus). Patient presented approximately 2 x weeks ago to hospital with pain, increased swelling, redness in left elbow joint: malaise. Commenced on antibiotics. No improvement. Decision made to open wound and irrigate suspected prosthetic elbow joint infection. During surgery, a large collection of pus was drained from the left elbow - approx 2 litres. Multiple samples / specimens taken. Wound debrided. Copious lavage. Surgeon decided to exchange the ulnar cap implant, plus the humeral spool and locking screw. These were replaced without difficulty. Wound closed.